Manufacturer narrative:
Additional information provided describe event.

Event description:
The account provided additional information. Original sample ID (B)(6) was also tested on architect i1000sr on (B)(6) 2017 with hbsag qualitative ii nonreactive (B)(4) result. Additional testing with a new sample collected on (B)(6) 2017 from the same patient. New sid is (B)(6). New sample testing on roche cobas qualitative hbv dna was positive. New sample architect hbsag qualitative ii testing was performed with both reactive (135.41 s/co, different reagent lot, architect i2000sr) and nonreactive results (B)(4). The patient is blood donor for first time. All related blood products from his first donation where destroyed after hbv positive result was obtained.

Manufacturer narrative:
This report is being filed on an international product; list number 2g22 that has similar products distributed in the us, list numbers 1l80 and 4p53. Patient identifier, did not contain enough spaces. The entire ID is (B)(6). The ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. Testing of panels which mimic patient samples using in-house retained kits of lot 72077fn00 was performed; all specifications were met indicating that the lot is performing acceptably. A review of the product quality history for the likely cause lot number using search of the corrective and preventive actions system did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. There is the possibility of occult infection given the positive dna results. In addition it is possible that a (B)(6) mutant is present which may be impacting the ability to measure (B)(6), however, this could only be confirmed if dna sequencing were performed on the sample. Taken together, no product deficiency or systemic issue was identified.

Event description:
The account generated a (B)(6) architect hbsag qualitative ii (0.67 s/co) on sample ID (B)(6) that tested roche nat (B)(6) .